Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator was connected to a patient. When the device was turned on, ventricular oversensing was found. The device was exchanged and returned for repair. No patient complications were reported as a result of this event.